Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right hip was revised due to a femoral periprosthetic fracture. Possible cause or contributor for bone fracture was not reported to the rep. An accolade ii stem and femoral head were being revised when the patient went into cardiac arrest (surgeon believes a cement restrictor pushed a clot into the patient's bloodstream). Patient was revived with chest compressions and a cemented omnifit stem was implanted with no cement as a spacer until the patient stabilized. The rep may be able to find primary usage information (catalog and lot), confirmed there are no allegations against the revised femoral head, and also confirmed that no further information will be released by the hospital or surgeon.